Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly the protective coating peeled off from the instrument during dissection of the gall bladder which the surgeon retrieved without injury to the patient.